Event description:
Applied icy hot therapy back patch to lower back to relieve pain during 3 hour drive. Removed patch later that afternoon, according to package directions, and discovered a blister -stuck to the patch- which resulted in a second degree burn. The burn was treated, and I returned the remaining unused patches to place of purchase. A scar remains on lower back. Dates of use: 2007. Diagnosis or reason for use: to relieve lower back pain.